Event description:
The customer reported that the table was rebooted frequently during a case because it kept going into alarm.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found a break in the wiring to the handswitch. He ordered a replacement. The customer installed the new handswitch. The system began working. The customer called to say they had another error. This time error happened right after loading a pt. The ge service rep tested the system and can get it to error if the tabletop is jerked forcefully enough. This is normal for these tables. The rep told the customer about this and he will inform the staff to look at the error light after loading patients and to reboot if there is an error. The rep replaced the 8pt input module and cpu battery as a precaution. System operates as intended.